Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a left anterior descending coronary artery interventional procedure. Reportedly, the tissue tract was deep and there was difficulty advancing the knot. The suture was pulled too hard and broke. Hemostasis was achieved by applying manual arterial compression and using a non abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.